Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had all full complement of staples. The jaw of the reload was open. The adapter was broken. It was reported that the instrument jaws will not close completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument was difficult to unload and the instrument broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during colorectal resection, when the cartridge was connected to the powered handle and the tissue was cl amped, the closure felt looser than usual, with a larger gap. After releasing the tissue and performing open/close operations outside the surgical field, the gap remained large, and its use was discontinued. When attempting to replace the cartridge with a new one, the old cartridge could not be removed properly, and the cartridge was physically damaged. To resolve the issue, a new reload was used with the same powered devices. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial #unknown) sigpshell, sig power sigpshell control shell, (lot #unkown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.